Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to staple and clip. The first clip was good and the second clip was loose and third fell out of the barrel and fell into the patient. Tried one more and the device was still not able to work properly. There was a minimal delay in surgery, about five minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.